Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement this issue is being closed because the reported device has not been serviced by a mitek service center. Multiple email attempts have been made to obtain a service report. If and when the device in question is evaluated and repaired, this file will be reopened and its contents made to reflect the results of the evaluation. This report is being filed from the remetrex complaint management system as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that the touch screen was totally blocked during a procedure. The following day the unit was working but the customer does not trust it. The device was being used on a patient and the procedure was interrupted. A competitor¿s device and alternative technique were used to complete the procedure. The patient condition was not adversely affected; the patient is reportedly fine. It was noted the device will be available for investigation. It was noted the device did not break and fall inside the patient. The surgery was not delayed longer than thirty (30) minutes.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: the manufacturer contact name has been updated as (B)(6). Contact phone number and email address have been updated accordingly. Investigation summary: the device history record statement was inadvertently missed in the investigation summary section on the initial report. The updated investigation summary is as follows: investigation summary: evaluation statement: this issue is being closed because the reported device has not been serviced by a mitek service center. Multiple email attempts have been made to obtain a service report. This device was produced prior to the closure of the fms facility in nice, france and therefore will not have a DHR review preformed. If and when the device in question is evaluated and repaired, this file will be reopened and its contents made to reflect the results of the evaluation. Device history lot: this device was produced prior to the closure of the fms facility in nice, france and therefore will not have a DHR review preformed. UDI: the UDI was inadvertently missed in the initial report and has been updated as UDI: (B)(4). If additional information should become available, a supplemental medwatch will be submitted accordingly. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.